Event description:
Patient was being treated with interferential electrical stimulation. Four electrodes were placed on upper trapezivst sopraspinatos muscles. Intensity control would only reach 20 milliamps. Unit, electrode placement & contact were checked. Intensity was turned off & started again. Patient complained of burning sensation at 24 milliamps. Intensity was decreased to 16 milliamps and patient had no complaints. Treatment period was 15 minutes when electrodes were removed, 2 circular crythematous reactions were noted and two 3 mm blisters noted under other electrodes, 2nd & 3rd degree burns were diagnosed later that daydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.